Event description:
Information received from the field does not address the patient's clinical status but notes 2000 ohms bipolar lead impedance and 1000 ohms unipolar impedance. The capture threshold was approximately 5 v. Since the sensing was appropriate, the physician elected to monitor the patient.